Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged resulted in the lead to have failed to capture and failed to sense. Chest x-ray performed confirmed the lead dislodgement. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.